Manufacturer narrative:
A philips authorized bench repair technician evaluated the device and confirmed the reported problem. The philips authorized bench repair technician confirmed that the loudspeaker was defective and replaced the speaker assembly to resolve the issue. The device was operational after the repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that a speaker malfunction inop error message is displayed and the device does not emit audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.